Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance issue with this implantable cardioverter defibrillator (ICD). A boston scientific company representative assisted the patient with completing a successful remote interrogation and referred the patient to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service.